Event description:
Asr revision; asr hip resurfacing system - right hip; reason(s) for revision: component loosening and pain.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update jul 24, 2017: reconciliation and claim letter received. There is no new allegation. Added dob and complainant information. This complaint was updated on aug 29, 2017.

Manufacturer narrative:
Asr revision asr hip resurfacing system - right hip reason(s) for revision: component loosening and pain *update* kp 29 oct 2013 - unable to obtain anymore info re the component loosening due to case now being legal.. Update jul 24, 2017: reconciliation, asr claim snapshot and claim letter received. There is no new allegation. Added dob and complainant information. This complaint was updated on aug 29, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision asr hip resurfacing system - right hip reason(s) for revision: component loosening and pain update kp 29 oct 2013 - unable to obtain anymore info re the component loosening due to case now being legal. Update jul 24, 2017: reconciliation, asr claim snapshot and claim letter received. There is no new allegation. Added dob and complainant information. This complaint was updated on aug 29, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.